Event description:
This unsolicited case from united states was received on 10-jan-2018 from patient's wife. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after 2 days the patient had muscle pain from his knee laterally down to his ankle, also, device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient had pain (comes and goes) before the injection as well. Patient had no prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. No previous/ concomitant treatment with immunosuppressants and allergy history. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose, indication and expiry date: unknown) (batch/lot number: 7rsl021) in the left knee. On (B)(6) 2017, (2 days after starting treatment), the patient experienced muscle pain from the knee laterally down to the ankle. Patient went to the emergency department on (B)(6) 2018 but was not admitted. Patient had also seen the healthcare provider regarding the pain patient was experiencing. Patient had a limp due to pain after the injection. Patient went to the emergency department but was not admitted to the hospital. Patient was not engaged in activities such as jogging or tennis soon after the injection. No blood work was done. Corrective treatment: ice, heat, ibuprofen, paracetamol (acetaminophen) for muscle pain from his knee laterally down to his ankle. Outcome: not recovered for both an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 16-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced muscle pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.